Event description:
Smiths medical international ltd., has been notified of one event of user alleges air leakage was found after 24 hours use. The hospital infused air again but could not inflate the cuff. The unit was pretested per instructions for use. This pt did die, however, the hospital does not feel related to this issue.